Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4) ) stopped compressions and displayed a 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause of the system error was due to a defective drivetrain motor, likely attributted to a defective component. Visual inspection of the returned autopulse platform revealed no physical damage. A review of the archive data showed system error 139 (unable to hold compression position) error message was noted around the reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly was replaced to remedy the ua139 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) . The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4) ) displayed error message of "system error, out of service, revert to manual CPR " during patient use. The crew was unable to clear the error message and immediately performed manual CPR. It was unknown that if return of spontaneous circulation (rosc) was not achieved or not. Patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform serial # (B)(4) displayed "system error, out of service, revert to manual CPR ". The crew was unable to clear the advisory and immediately performed manual CPR. Patient expired, however, per reporter, the patient's death was not related to the autopulse platform.